Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Upon loading a new cartridge a minimum fill notification and cartridge alarm (cartridge alarm 1) occurred. Customer's blood glucose was 220 mg/dl. Reportedly, customer reverted to manual injections for alternate insulin therapy.